Event description:
Hosp reported, during a procedure, an extravasation occurred into the pt's left hand. Pt had surgery for compartmental syndrome. Hosp was unable to provide info on current status of pt.

Manufacturer narrative:
Medrad service rep checked injector with no problems found with the unit. Hosp declined add'l applications training.